Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The last pump refill was (B)(6) 2014. The patient should have had a low reservoir alarm on (B)(6) 2014 at 2 ml. The physician stated that ¿for whatever reason¿ the pump was not refilled in (B)(6) ; the refill was missed or it wasn¿t scheduled in their system. He just started getting calls from the patient¿s caregivers stating that the pump was just now alarming; no alarms had been heard until today. There had been no change in the patient clinically; the patient was asymptomatic and was not having any issues. On the date of this report, they were taking the patient to the hospital to have the pump interrogated. The previous refill volumes in (B)(6) 2013 and (B)(6) 2014 had been accurate. The device system was delivering 2000 mcg/ml gablofen; it was a 40 ml pump, but was only filled with 20 ml. It was later reported that the alarm test was played for the patient and the patient could not hear the alarms. The patient was hearing impaired and the patient was mostly non-verbal. The physician stated that the pump eri (elective replacement indicator) was 10 months and that he would likely replace the pump later this year because of his concerns about the alarm as nobody heard the pump alarm until (B)(6) 2015 and the pump went empty before that and the logs showed the alarm was occurring. The patient was doing fine even though the pump went empty. The patient had some tone, but it was not dramatic. The patient was being seen again in (B)(6) 2015.

Event description:
Additional information later reported that the patient was sent to the ER (emergency room) for observation. The patient never became unresponsive.

Event description:
The pump was refilled on (B)(6) 2015. The patient outcome was reported as ¿recovered without permanent impairment¿.